Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had been to the hospital twice for low blood glucose. The first instance the patient had kept the pump in his pocket and buttons might have been pushed while the pump was in there. The second time he was hospitalized he had a low blood glucose of 6 mg/dl. The patient did not feel well on any of the days leading to his hospital admission; he believes that the low was caused by the pump delivering too much insulin. The people he was hanging out with noticed that he was not acting right and took him to the hospital. He had also fallen and hit his head prior to both hospitalizations. The insulin pump was returned for analysis and a replacement device was shipped to the customer.